Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose was 400 mg/dl at the time of incident and current blood glucose 400 mg/dl. Customer reported that insulin pump had received a replace battery alert. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that second occurrence of replace battery alert or replace battery now without a low battery warning. The customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. Customer advised to the insulin pump requires brand new or fully charged batteries to work effectively and insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. Customer was declined to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. (B)(4).